Event description:
Right leg amputee, wear a prosthetic leg. That leg can cause skin break down by the knee due to the pressure, consequently I can get ulcers from the skin breaking. Every night you have to clean it and put on a new band aid. I usually spend (B)(6) a box for a large band aid. J&j had a box on sale for (B)(6) cheap and I bought that. I put it on, it stuck on nice, went to sleep. In the morning, the band aid was gone, like it dissolved. What happened was the foam separates from the adhesive, found it on edge of bed. The adhesive separated from the skin and the foam, the adhesive just like a piece of paper. Woke up with the sound exposed. Thought it was a freak of nature. Lost right leg to infection, got scared an open wound leave me exposed for infection. Went to ER and dr didn't think I had an infection. But I saw red and thought I had an infection. Went back to dr again but I didn't have an infection. Contacted johnson & johnson but they didn't care. I contacted ftc lawyer, no one was interested. In think there should be warning on the box that for amputees to know that the band aid may separate from the wound. Just to see if it was a fluke, I bought another box, but the same thing happened.